Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon initiating infusion, a hole was discovered in the line of a clearlink duo-vent continu-flo solution set. The drug being administered was bevacizumab. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Follow up with the customer clarified that saline solution, not bevacizumab, had leaked out of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.